Event description:
It was reported that this patient experienced pain in the left shoulder area after initial defibrillation threshold (dft) test during implant procedure. According to fluoroscopy and orthopedic surgeon testing, it was confirmed that the patient's shoulder became dislocated by the test. It was noted that proper protocol was followed concerning patient positioning during the test. The implant procedure was completed as intended. No additional adverse patient effects were reported.